Manufacturer narrative:
Investigation ¿ evaluation: (B)(4)hospital (china) informed cook that on 09jul2021, the stylet in a qcs-18-15.0-20t (chiba biopsy needle) from lot 13736358 could not be removed from the needle. The device required hemostatic forceps to unscrew the needle. The patient reportedly experienced no adverse effects because of this incident. Reviews of documentation including the complaint history, device history record (DHR), quality control, manufacturing instructions (mi), and instructions for use (IFU), as well as a visual inspection of the returned device, were conducted during the investigation. Cook received one used trocar needle and one used lancet needle cannula. The trocar needle and lancet needle cannula encountered no resistance. Tabletop testing could not recreate the failure mode described. The hubs of both components were examined for possible damage and glue; neither was noted. The lancet needle cannula¿s inner diameter measured within specification. The trocar needle¿s outer diameter also measured within specification. Cook has concluded that the device was manufactured to specification. Additionally, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the dhrs for the reported complaint device lot and the related subassembly lots revealed no related non-conformances. A database search did not identify any other events associated with the reported device lot. Based on the available information, cook has concluded that there is no evidence suggesting nonconforming product exists either in house or in field. Cook also reviewed product labeling. The product IFU,[t_qc_rev6] provides the following information to the user related to the reported failure mode: ¿how supplied: store in a dark, dry, cool place. Avoid extended exposure to light. Upon removal from package, inspect the product to ensure no damage has occurred. " based on the available information, no device return, and the results of the investigation, cook has concluded that the cause of this event is component failure. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Customer mobile: (B)(6). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported a (B)(6) year old female underwent a percutaneous puncture biopsy of the breast on (B)(6) 2021 in which a quick-core coaxial biopsy needle set was used. Prior to puncture, the user found that the stylet could not be pulled out smoothly. After several attempts at removing the stylet, the user had to unscrew the needle using hemostatic forceps. The patient remained under contralateral direction (cd) positioning on the CT machine for 20 minutes until the stylet could be unscrewed. The procedure was successfully completed with the complaint device. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence.